Event description:
Pt experiences acute shortness of breath and a deep. Dry cough with exposure to the product. They missed one day of work but did not seek medical attention. Their symptoms last several hours and subside when not exposed to product.